Manufacturer narrative:
The information that provided with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
It was reported by the customer via phone call that they were experiencing low blood glucose level and also they passed out and emergency medical technician had to came out to customer. Blood glucose level at the time of the incident was 34 mg/dl and 37 mg/dl. Customer stated insulin pump had hardware low level failure alarm. Customer stated they were able to clear the alarm and they were able to rewind insulin pump. Customer was performed displacement test and no reservoir was detected also performed second self test and it passed. Customer declined troubleshooting for low blood glucose level. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose level and also they passed out and the emergency medical technician had to came out to customer. Blood glucose level at the time of the incident was 34 mg/dl, 37 mg/dl, 199 mg/dl. Customer stated insulin pump had hardware low level failure alarm. Customer stated they were able to clear the alarm and they were able to rewind insulin pump. Customer was performed displacement test and no reservoir was detected also performed self test and it was passed. Customer declined troubleshooting for low blood glucose level. The insulin pump will not be returned for analysis.